Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration at a dose of 5.494 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had lithotripsy on the right kidney for a kidney stone. The patient stated at the time he had the lithotripsy, the pump was turned off. It was stated that the pump was turned off per choice on (B)(6) 2017. The patient was wondering if the lithotripsy could have damaged the pump. The patient stated that he was having issues with oral medications. The patient had withdrawal. The healthcare provider (hcp) had ordered a dye study, but it had not yet been scheduled. It was stated that they turned the pump back on and the patient ran out of oral medications. The patient was going through serious withdrawal and they were ¿killing him¿. The patient stated that the hcp told him that he was on 5.484 ml/day and he was not sure what the concentration was. The patient was told by the hcp that with his bolus and base concentration, the patient was almost maxed out on the amount of medication he could have. The patient was told he was at 9.1 mg/day and the maximum was 10.1 mg. The patient stated that the pump was not alarming and the patient had no falls or trauma. The event date was stated as (B)(6) 2017. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. There were no further complications reported or anticipated. Additional information was received from a healthcare provider (hcp) on 2017-jun-12. It was stated that the dye study was unsuccessful. The plan was to replace the catheter. The actions/interventions taken to resolve the withdrawal was the patient was given oral medications. The cause of the withdrawal was not determined.

Manufacturer narrative:
The other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient stated that the pump was "blocked," because they were having symptoms similar to withdrawal. The patient stated the healthcare provider (hcp) ran a test (dye study) and the hcp said the pump was "blocked." The patient then reported they went to perform surgery and when they did so the pump ended up not being blocked, and they put the same pump back in and made sure the catheter was not tangled. The patient reported they switched their pump medication to morphine after this issue. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-06. The patient¿s weight at the time of the event was around (B)(6) lbs. The cause of the unsuccessful dye study was not determined.